Manufacturer narrative:
The reported event of patient death due to possible device issue was not corroborated. Final analysis found the device to be above elective replacement indicator (eri) when received and the device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested and found normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2023-42267. Related manufacturer reference number: 2017865-2023-42268. It was reported that the patient deceased due to multi-organ failure and non-ischemic cardiomyopathy, however there were no known allegations that the patient's death was caused or contributed to the implantable cardioverter defibrillator system.